Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 that the transmitter was stuck in a loop and would not engage. Data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined. No additional event or patient information is available.